Event description:
Almost all of account's sodium results from 12/05 were in the range of 120-130 meq/l. The results were higher when the samples were repeated at another lab. The incorrect results were not used to guide therapy. The operator repaired the instrument by replacing the sodium electrode.